Manufacturer narrative:
H3, h6: no products have been received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported the s2 ai screw was being placed when the tip of the driver snapped off. It was subsequently retrieved from the patient. An alternate driver was then used. The issue occurred after anesthesia been administered and post-incision. There was no delay in surgery. There was no impact on patient outcome.